Manufacturer narrative:
The events of capsular contracture baker grade IV, infection (late onset) and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, infection (late onset) and seroma-late.

Event description:
A patient reported they experienced the events of left side ¿capsular contracture, baker grade IV¿, ¿presence of fluid¿, ¿signs of infection¿, inflammation, and "irregular contours." Treatment with "corticoid + singulair" was given. The device remains implanted.